Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. As a result the customer was hospitalized due to diabetic ketoacidosis; blood glucose value was not provided. Customer declined to provide troubleshooting with tandem technical support, and declined to provide additional information.